Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ovarian cyst ("after essure removal surgery she began to experience ovarian cysts") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), abdominal pain lower ("severe lower abdominal"), arthralgia ("joint pain"), pain ("body aches and pains"), hypoaesthesia ("loss of sensation/numbness in abdomen and legs"), paraesthesia ("tingling in abdomen and legs"), depression ("depression"), fatigue ("within a few months after having essure implanted she began experiencing chronic fatigue") and headache ("within a few months after having essure implanted she began experiencing headaches"). On an unknown date, the patient experienced ovarian cyst (serious criterion medically significant), menorrhagia ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy bleeding during menstruation"), dysmenorrhoea ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy cramping and pain during menstruation"), mood swings ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including mood swings"), dyspareunia ("after essure removal surgery she began to experience painful intercourse") and vaginal discharge ("after essure removal surgery she began to experience vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and essure removed on (B)(6) 2014) and surgery (exploratory laparotomy in (B)(6) 2015 and right oophorectomy in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, arthralgia, pain, hypoaesthesia, paraesthesia, depression, fatigue, headache, ovarian cyst, menorrhagia, dysmenorrhoea, mood swings, dyspareunia and vaginal discharge outcome was unknown and the abdominal pain lower had resolved. The reporter considered pelvic pain, abdominal pain lower, arthralgia, pain, hypoaesthesia, paraesthesia, depression, fatigue, headache, ovarian cyst, menorrhagia, dysmenorrhoea, mood swings, dyspareunia and vaginal discharge to be related to essure. The reporter commented: abdominal pain resolved after essure removal, but she experienced abnormalities with her menstrual cycles including heavy bleeding during menstruation, heavy cramping and pain during menstruation, mood swings, and also she began to have painful intercourse, vaginal discharge, ovarian cysts. Since right oophorectomy, symptoms have mostly resolved, but some remain (unspecified) diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2013: hysterosalpingogram result was full occlusion of both fallopian tubes. In (B)(6) 2015: laparotomy result was ovarian cysts (abnormal nos). Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, amongst non serious events. Plaintiff underwent a bilateral salpingectomy, approximately 11 months after essure insertion. After the surgery, plaintiff developed another symptoms and had an exploratory laparotomy which indicated that they were likely due to ovarian cysts. Pelvic pain is anticipated whereas ovarian cyst is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. Most ovarian cysts are a common occurrence in women of reproductive age and develop as a result of the normal menstrual cycle. Given ovarian cyst's pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident, as a surgical procedure was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ("after essure removal surgery she began to experience ovarian cysts") and appendicectomy ("appendix removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since 2015, joint pain, numbness and pelvic adhesions. Concomitant products included gabapentin since 2013 and oxycocet (percocet) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of hypoaesthesia ("body numbness") and asthenia ("body weakness"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal"), arthralgia ("joint pain"), pain ("body aches and pains"), the second episode of hypoaesthesia ("loss of sensation/numbness in abdomen and legs"), paraesthesia ("tingling in abdomen and legs"), depression ("depression"), fatigue ("within a few months after having essure implanted she began experiencing chronic fatigue") and headache ("within a few months after having essure implanted she began experiencing headaches"). In 2014, the patient experienced gastrointestinal pain ("gastrointestinal pain"). In 2015, the patient experienced dyspareunia ("after essure removal surgery she began to experience painful intercourse"), vaginal discharge ("after essure removal surgery she began to experience vaginal discharge") and appendicectomy (seriousness criterion medically significant). In 2015, the patient underwent dyspareunia ("after essure removal surgery she began to experience painful intercourse"), vaginal discharge ("after essure removal surgery she began to experience vaginal discharge") and appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy bleeding during menstruation"), dysmenorrhoea ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy cramping and pain during menstruation"), mood swings ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including mood swings") and pain in extremity ("arms and legs pain"). The patient was treated with bilateral salpingectomy hysterectomy and essure removed on (B)(6) 2014), surgery (exploratory laparotomy in (B)(6) 2015 and right oophorectomy in (B)(6) 2016) and surgery (ablation performed in 2015 ). At the time of the report, the pelvic pain, arthralgia, pain, the last episode of hypoaesthesia, paraesthesia, headache, ovarian cyst, menorrhagia, mood swings, dyspareunia, vaginal discharge, appendicectomy, gastrointestinal pain and pain in extremity outcome was unknown and the abdominal pain lower, depression, fatigue, dysmenorrhoea and asthenia had resolved. The reporter considered abdominal pain lower, appendicectomy, arthralgia, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, menorrhagia, mood swings, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, vaginal discharge, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. The reporter commented: abdominal pain resolved after essure removal, but she experienced abnormalities with her menstrual cycles including heavy bleeding during menstruation, heavy cramping and pain during menstruation, mood swings, and also she began to have painful intercourse, vaginal discharge, ovarian cysts. Since right oophorectomy, symptoms have mostly resolved, but some remain (unspecified). According plaintiff fact sheet, 2-3 days after essure removal the plaintiff pain, cramping, fatigue, depression, body numbness and body weakness resolved. Dense adhesive disease between bladder and anterior uterus. Omental adhesive disease periumbilical. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2013: full occlusion of both fallopian tubes laparotomy - in (B)(6) 2015: ovarian cysts (abnormal nos) most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Case became medically confirmed. Concomitant conditions added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ("after essure removal surgery she began to experience ovarian cysts") and appendicectomy ("appendix removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since 2015, joint pain, numbness and pelvic adhesions. Concomitant products included gabapentin since 2013 and oxycocet (percocet) since 2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced the first episode of hypoaesthesia ("body numbness") and asthenia ("body weakness"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal"), arthralgia ("joint pain"), pain ("body aches and pains"), the second episode of hypoaesthesia ("loss of sensation/numbness in abdomen and legs"), paraesthesia ("tingling in abdomen and legs"), depression ("depression"), fatigue ("within a few months after having essure implanted she began experiencing chronic fatigue") and headache ("within a few months after having essure implanted she began experiencing headaches"). In 2014, the patient experienced gastrointestinal pain ("gastrointestinal pain"). In 2015, the patient experienced dyspareunia ("after essure removal surgery she began to experience painful intercourse"), vaginal discharge ("after essure removal surgery she began to experience vaginal discharge") and appendicectomy (seriousness criterion medically significant). In 2015, the patient underwent dyspareunia ("after essure removal surgery she began to experience painful intercourse"), vaginal discharge ("after essure removal surgery she began to experience vaginal discharge") and appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy bleeding during menstruation"), dysmenorrhoea ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy cramping and pain during menstruation"), mood swings ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including mood swings"), pain in extremity ("arms and legs pain"), abdominal pain upper ("stomach pain") and gastric disorder ("stomach issue"). The patient was treated with surgery (bilateral salpingectomy hysterectomy and essure removed on(B)(6)2014), surgery (exploratory laparotomy in (B)(6)2015 and right oophorectomy in (B)(6) 2016) and surgery (ablation performed in 2015 ). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, arthralgia, pain, the last episode of hypoaesthesia, paraesthesia, headache, ovarian cyst, menorrhagia, mood swings, dyspareunia, vaginal discharge, appendicectomy, gastrointestinal pain, pain in extremity, abdominal pain upper and gastric disorder outcome was unknown and the abdominal pain lower, depression, fatigue, dysmenorrhoea and asthenia had resolved. The reporter considered abdominal pain lower, abdominal pain upper, appendicectomy, arthralgia, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, gastrointestinal pain, headache, menorrhagia, mood swings, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, vaginal discharge, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. The reporter commented: abdominal pain resolved after essure removal, but she experienced abnormalities with her menstrual cycles including heavy bleeding during menstruation, heavy cramping and pain during menstruation, mood swings, and also she began to have painful intercourse, vaginal discharge, ovarian cysts. Since right oophorectomy, symptoms have mostly resolved, but some remain (unspecified). According plaintiff fact sheet, 2-3 days after essure removal the plaintiff pain, cramping, fatigue, depression, body numbness and body weakness resolved. Dense adhesive disease between bladder and anterior uterus. Omental adhesive disease periumbilically. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2013: full occlusion of both fallopian tubes laparotomy - in (B)(6)2015: ovarian cysts (abnormal nos) further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received, event added are as follows- stomach issue, stomach pain. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ovarian cyst ("after essure removal surgery she began to experience ovarian cysts") and appendicectomy ("appendix removal") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian cyst since 2015. Concomitant products included gabapentin since 2013 and oxycocet (percocet) since 2013. On (B)(6) 2013, the patient had essure inserted. In february 2013, the patient experienced the first episode of hypoaesthesia ("body numbness") and asthenia ("body weakness"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal"), arthralgia ("joint pain"), pain ("body aches and pains"), the second episode of hypoaesthesia ("loss of sensation/numbness in abdomen and legs"), paraesthesia ("tingling in abdomen and legs"), depression ("depression"), fatigue ("within a few months after having essure implanted she began experiencing chronic fatigue") and headache ("within a few months after having essure implanted she began experiencing headaches"). In 2014, the patient experienced gastrointestinal pain ("gastrointestinal pain"). In 2015, the patient experienced dyspareunia ("after essure removal surgery she began to experience painful intercourse"), vaginal discharge ("after essure removal surgery she began to experience vaginal discharge") and appendicectomy (seriousness criterion medically significant). In 2015, the patient underwent dyspareunia ("after essure removal surgery she began to experience painful intercourse"), vaginal discharge ("after essure removal surgery she began to experience vaginal discharge") and appendicectomy (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), menorrhagia ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy bleeding during menstruation"), dysmenorrhoea ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including heavy cramping and pain during menstruation"), mood swings ("after essure removal surgery she began to experience abnormalities with her menstrual cycles including mood swings") and pain in extremity ("arms and legs pain"). The patient was treated with surgery (bilateral salpingectomy and essure removed on 23-dec-2014), surgery (exploratory laparotomy in mar-2015 and right oophorectomy in may-2016) and surgery (ablation performed in 2015 ). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, pain, the last episode of hypoaesthesia, paraesthesia, headache, ovarian cyst, menorrhagia, mood swings, dyspareunia, vaginal discharge, appendicectomy, gastrointestinal pain and pain in extremity outcome was unknown and the abdominal pain lower, depression, fatigue, dysmenorrhoea and asthenia had resolved. The reporter considered abdominal pain lower, appendicectomy, arthralgia, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal pain, headache, menorrhagia, mood swings, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, vaginal discharge, the first episode of hypoaesthesia and the second episode of hypoaesthesia to be related to essure. The reporter commented: abdominal pain resolved after essure removal, but she experienced abnormalities with her menstrual cycles including heavy bleeding during menstruation, heavy cramping and pain during menstruation, mood swings, and also she began to have painful intercourse, vaginal discharge, ovarian cysts. Since right oophorectomy, symptoms have mostly resolved, but some remain (unspecified). According plaintiff fact sheet, 2-3 days after essure removal the plaintiff pain, cramping, fatigue, depression, body numbness and body weakness resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in april 2013: full occlusion of both fallopian tubes laparotomy - in march 2015: ovarian cysts (abnormal nos) quality-safety evaluation of ptc: ptc global number: 2017-001208 sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received and the following events were provided: depression, abnormal bleeding (vaginal, menorrhagia), legs and arms pain, gastrointestinal pain, body numbness and body weakness. The plaintiff underwent an endometrial ablation and salpingectomy (bilateral removal of fallopian tubes). The outcome of events pain, cramping, fatigue, depression, body numbness and body weakness was also provided. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra (B)(4) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced severe pelvic pain, amongst non serious events. Plaintiff underwent a bilateral salpingectomy, approximately 11 months after essure insertion. After the surgery, plaintiff developed another symptoms and had an exploratory laparotomy which indicated that they were likely due to ovarian cysts. Pelvic pain is anticipated whereas ovarian cyst is unanticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering that event started after essure implant and the lack of alternative explanations, causality with essure cannot be excluded. Most ovarian cysts are a common occurrence in women of reproductive age and develop as a result of the normal menstrual cycle. Given ovarian cyst's pathophysiology, a causal relationship with essure can be excluded. This case was regarded as incident, as a surgical procedure was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.